Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there were cuts in the trunk cable which damaged internal wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged cable and internal wiring. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.